Event description:
It was reported that, "due to the implant breaking below the bone level, it was unable to be extracted. No adverse events were reported and no injuries were stated to have occurred. No abnormalities were observed with the implant itself during placement. The patient has successfully received another implant near the same tooth location and is stated to be doing "fine".

Manufacturer narrative:
Corrected data: section a2: this information corrected as it was incorrectly reported at the initial submission. Section b1: this information corrected as it was incorrectly reported at the initial submission. Section b5: this information corrected as it was incorrectly reported at the initial submission. Section d4: this information corrected as it was omitted at the initial submission. Section d5: this information corrected as it was omitted at the initial submission. Section h1: this information corrected as it was incorrectly reported at the initial submission. The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable. Investigation methods/results: since there was no returned part, only the DHR was reviewed and no evidence was found indicate the fractured implant was defective as packaged. Much information could not be extracted from the radiograph as it was taken at an angle. Root cause: the only cause for implant fracture at that location (crest of the bone) is through lateral and angular stresses acting on the end of the exposed part of the implant. The origination of these forces can be due to bruxism and/or some parafunctional activity in the mouth. When the aforementioned stresses on the implant exceed its yield strength of the implant at that location, it will eventually fracture. A fatigue test has already been performed on a representative mini-implant to test for the type of fracture stated in the complaint.

Manufacturer narrative:
It was reported by the dentist that the implant fractured five months after implantation. The patient had type ii bone and no general bone loss was observed. The patient is reported to be doing fine with no reported adverse events or serious injury. Additionally no abnormalities were observed with the implant itself during placement. A review of the device history record indicated that the device was manufactured and accepted into the final stock with no discrepancies. No other events were reported with the lot number referenced. Also, no other abnormal events, health conditions, or other circumstances which may have contributed to this incident were reported. The patient has successfully received another implant near the same tooth location and is stated to be doing "fine".

Event description:
It was reported by the dentist that the implant broke below the bone level. The implant was placed at tooth location #20 and fractured as the patient was eating. However, no adverse events were reported and no injuries were stated to have occured due to this incident. Additionally, no abnormalities were noted with the implant during placement. The patient successfully received another implant near the same tooth location and is stated to be doing "fine".